Event description:
During an implant procedure, the atrial lead was unable to be inserted into the device header. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to connect the atrial lead to the device could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis was performed and revealed indicated normal device functionality. A visual inspection of the atrial and ventricular connections was performed and the atrial setscrew was observed to be stripped. A torque wrench was able to engage with setscrew and leads were able to be successfully inserted, tightened, and extracted normally. A device history review (DHR) was completed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. Additionally, a longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.